Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found the catheter cut and the clevis arms bent. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was not consistent with the complaint that the pull wire was bent. Additionally due to condition of the returned incident device no functional testing could be performed, therefore the reported condition of the jaws not closing could not be confirmed. The catheter of the device was cut and the clevis arms bent, therefore, the most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors, which most likely caused the observed damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a gastroscopy procedure performed on (B)(6), 2011. According to the complainant, after multiple samples were collected from the patient it was noticed that a pull wire of the device bent. Consequently the forceps jaws would not close properly, and the forceps could not be removed from the gastroscope. The device and the scope were removed from the patient in tandem and the catheter of the device was cut and removed from the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a gastroscopy procedure performed on (B)(6) 2011. According to the complainant, after multiple samples were collected from the patient it was noticed that a pull wire of the device bent. Consequently the forceps jaws would not close properly, and the forceps could not be removed from the gastroscope. The device and the scope were removed from the patient in tandem and the catheter of the device was cut and removed from the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.